Manufacturer narrative:
The test strips involved with this complaint were tested by lifescan product analysis (pa) on (B)(6) 2012 and the primary complaint was not confirmed. However, a secondary issue was noted when the test strips were tested with the control solution. The test strips were evaluated and error 4 was observed with control solution testing. The meter was also requested for return; however the patient did not return the meter as requested. If the meter is returned, lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed. The 510 (k) # is k110637.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan through email from (B)(4) alleging an error 2 issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 2 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.